Event description:
Trocar was inserted for a lap/gyn procedure. There was excessive bleeding at insertion site. Additional surgeon called in to help control bleeding which significantly subsided. No long term affect for pt. Unable to determine if user error or device related at this time.